Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009, alleging inaccurate high reading on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient six days later and obtained the following information: the patient woke up "not feeling right" at 2:00am three days ago. He then tested on his ultra meter and obtained a 477 mg/dl. He felt that reading was incorrect and then tested on his back up ultra mini meter and obtained a 372 mg/dl. Due to the elevated readings, he treated himself with his insulin based on the elevated readings. Patient does not recall how much he treated himself with. Approximately 2 hours later, his symptoms got worse and he began to sweat and shake. He then immediately treated himself with apple juice and felt better 10 minutes later. He did not seek any further medical attention or contact his physician for assistance. He did not attempt to test his blood glucose until the following morning, which he claims was a "normal reading". A normal blood glucose reading for the patient is between 90-180 mg/dl. The patient claimed the day before the incident, his readings were between the 90-180 mg/dl range. The technique of applying blood on the test strip was correct. The products were replaced. The complaint is being reported, because the patient alleged that he adjusted his insulin according to the meter readings and ended up exhibiting symptoms suggestive of hypoglycemia and had to self-treat.